Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in the load process when a malfunction alarm occurred. The customer's blood glucose level was impacted, however the exact value was not provided. It was indicated that the customer would use manual injections of short acting insulin as alternate insulin therapy and would consult with health care provider for long acting insulin.